Event description:
It was reported that the product was returned for analysis as the pt "abandoned therapy". Both the pump and the catheter were removed. No pt symptoms or injury were reported.

Manufacturer narrative:
Results: used for the catheter. The catheter was also returned in several pieces along with the pin connector. The catheter was noted to be partially occluded with dried drug/blood.